Event description:
It was reported that the patient had not used the system ipg for sometime and required a MRI. Hence, surgical intervention took place wherein the ipg was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicates that the device was no longer working.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.